Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my ultrasound couldn't find one of the coils') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ultrasound couldn't find one of the coils. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my ultrasound couldn't find one of the coils') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), flatulence ("gas pain"), abdominal distension ("bloating") and amnesia ("short term memory loss"). The patient was treated with surgery (surgury to remove essure). At the time of the report, the device dislocation, flatulence, abdominal distension and amnesia outcome was unknown. The reporter considered abdominal distension, amnesia, device dislocation and flatulence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ultrasound couldn't find one of the coils. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, flatulence,short term memory term. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event: short term memory term were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my ultrasound couldn't find one of the coils') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), flatulence ("gas pain") and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the device dislocation, flatulence and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation and flatulence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ultrasound couldn't find one of the coils.. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, flatulence quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: gas pain, bloating were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my ultrasound couldn't find one of the coils') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 (20 years old son and 15 years old daughter). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), flatulence ("gas pain"), abdominal distension ("bloating"), amnesia ("short term memory loss"), abdominal pain lower ("severe cramping") and pelvic pain ("stabbing pains"). The patient was treated with surgery (surgury to remove essure, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, flatulence, abdominal distension, amnesia, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, device dislocation, flatulence and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ultrasound couldn't find one of the coils.. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, flatulence,short term memory term quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporters added. New events ¿lower abdominal cramping' and ¿ pain¿ were added. Medical history added on 23-mar-2020: fu5/fup 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my ultrasound couldn't find one of the coils') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 (20 years old son and 15 years old daughter). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), flatulence ("gas pain"), abdominal distension ("bloating"), amnesia ("short term memory loss"), abdominal pain lower ("severe cramping") and pelvic pain ("stabbing pains"). The patient was treated with surgery (surgery to remove essure, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, flatulence, abdominal distension, amnesia, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, device dislocation, flatulence and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ultrasound couldn't find one of the coils.. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, flatulence,short term memory term quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my ultrasound couldn't find one of the coils') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ultrasound couldn't find one of the coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.